Event description:
A (B)(6) male contacted zoll customer support to report a service code 204. The patient was issued a replacement electrode belt.

Manufacturer narrative:
Device evaluation electrode belt sn (B)(4) has been completed the reported problem was confirmed. As received, the belt failed incoming testing. Upon evaluation, there was an open green (+3.3v) wire inside the trunk cable. The cause is a disruption in communication between the monitor and electrode belt. The cause of the disruption in communication is the open green wire. The root cause of the open green wire cannot be positively identified, but is likely excessive force placed on the cable. No adverse event resulted from the defective belt. The patient received a replacement belt.